Manufacturer narrative:
Initial and final MDR 1894874 - device 2 of 4. Patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4).event occurred in the united states. It was reported that patient faced 4 infusions set tap not sticking event on (B)(6) 2024. Tap come off from body while he was walking. Non-serialized product being replaced. No further information available.